Event description:
A valiant captivia stent graft system was implanted in a pt for the endovascular treatment of an acute type b thoracic aortic dissection under physician sponsored ide # (B)(4). It was reported that after the endovascular surgery, lab tests revealed the pt to be in liver shock; renal function also became severely impaired. As a result, the pt was placed on continuous venous-veno hemodialysis (cvvhd). Given the conditional of lactic acidosis, thrombocytopenia with hemodynamic instability requiring pressors, there was concern for mesenteric ischemia so the pt was brought back to the operating room the next day. The pt was found to have a ruptured spleen with a large amount of clot in the abdomen. A splenectomy was performed. The pt remained hypotensive after this surgery so was taken back for abdominal re-exploration. There was no evidence of further bleeding. Post operatively, the pt required blood transfusions and had cardiac arrhythmias. Approximately one week later, the pt had a left frontal ischemic infarct and became hypotensive, bradycardic and asystolic. The pt had requested to be dnr earlier in admission and was allowed to peacefully pass away later that day.

Manufacturer narrative:
Results: death, renal failure, stroke. Pre-operative dissection of the thoracic aorta. Conclusions: death, renal failure stroke. Pre-operative dissection of the thoracic aorta.